Event description:
It was reported "it was found that the guide wire on the tip side was bent during the product prep. A new product was used instead." There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual and microscopic examination confirmed the damage and revealed kinking towards the distal end of the guide wire. The distal weld was present and spherical. White particulate was observed within the swg tubing. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was advanced through the needle cannula via the guide wire handle, and the undamaged portion of the guide wire was able to pass with little to no resistance. A lab inventory guide wire was additionally advanced through the needle cannula with little to no resistance. A device history record review was performed, and no relevant findings were identified. The customer reported event of a kinked guidewire prior to use was confirmed through complaint investigation of the returned sample. Visual analysis revealed kinking on the guidewire and no signs of use on the returned device. Despite the kinking, all relevant functional requirements were met, however, the kink is consistent with resistance having been met during an attempted advancement of the guidewire. White particulate was also observed within the guide wire tubing towards the proximal end. Based on these circumstances and the customer report that the damage was observed prior to use, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was found that the guide wire on the tip side was bent during the product prep. A new product was used instead." There was no patient involvement.

Manufacturer narrative:
(B)(4).